Event description:
During a renal cryoablation, the site used 3 ice rod 90 degrees plus needles; 2 of them worked ok, but the other one did not insulate along the needle like it is supposed to. This needle worked has the old version - ice rod 90 degrees. For us it was disappointing, because it was the first time on this private center. The procedure was made without any problem, despite of the frozen needle.

Manufacturer narrative:
The needle was returned to galil medical for investigation. Production records were reviewed and no anomalies were noted. The needle was subjected to atp testing, which it failed with a low shaft temperature, indicating vacuum sleeve insulation failure. The customer complaint was confirmed. The needle was dissected and inspected, but no evidence of assembly error or rough handling was observed. A corrosive hole was found on the vacuum sleeve external surface. Based on galil medical's experience, the corrosion is caused by solvents inserted into the needle shaft during electro-etching marking process. A process change has been implemented to mark the needles using laser marking instead of electro-etching, however, this needle was manufactured prior to the implementation of this change. Galil medical has been manufacturing vacuum insulated needles since june 2011. The failure rate of vacuum insulation failures is very low. The risk to a patient of a vacuum sleeve insulation failure is identical to the risk associated with non-vacuum insulated cryoablation needles. As the process for marking needles has already been changed, no further actions are required.